Event description:
The physician intended to use a zuma guide catheter in an unknown vessel. It is reported that the catheter 'came partially apart' while inside of patient's artery. The catheter was removed over a wire with the sheath. Patient is reported to be fine and no patient injury reported.

Event description:
Evaluation summary: received for evaluation was one bloody jr35 8f zuma guide catheter without original packaging. The catheter was received engaged to a competitor introducer sheath. The guide catheter was severely kinked 40cm from the distal tip. The catheter also exhibited a break of the outer jacket, 43cm from the distal tip exposing 4cm of the braid wire. The remainder of the outer jacket 59cm is intact, there is a kink approx. 9cm from the strain relief.

Manufacturer narrative:
Results, conclusion: no issue noted during prep, damage most likely caused during procedural use.

Event description:
No abnormalities were noted on the zuma guide catheter prior to use. The physician experienced resistance when advancing the catheter in the aorta through an 8 fr sheath. It is reported that the catheter broke apart and unravelled when removal was attempted. A wire was in the guide at the time and the entire sheath/guide system was able to be removed over the wire. All parts of the catheter successfully removed from the patient with no intervention required. The physician felt that the guide somehow got stuck in the sheath.

Manufacturer narrative:
Evaluation, results, results: (inconclusive, investigation in progress). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.